Event description:
As reported by our european affiliate, a 26mm sapien xt valve was implanted in an existing carpentier edwards pericardial valve in the tricuspid position. Four years and eight months post implant of the xt valve; a second 26mm sapien xt valve was implanted due to stenosis of the heavily calcified xt valve. Following the procedure, the patient was transferred in stable condition. According to the implanting physician, this was normal with such young patients -15 years- with high production of calcium and high heart rate.

Manufacturer narrative:
Calcification is a well recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. There are varying degrees of calcification. Severe calcification can adversely impact the leaflet function and result in regurgitation, which may require intervention to prevent permanent injury. In this case, the patient¿s age (15 years old, high calcium production, high heart rate) likely contributed to the calcification of the initial xt valve. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.